Event description:
It was reported that the insulin pump had fallen into ocean water, and the device had moisture damage visible in the screen and battery compartment. The caller also observed cracks around the battery compartment. The blood glucose reading was 126 mg/dl. Upon troubleshooting, it was found that the insulin pump passed the self test. It had also alarmed bad battery and battery out limit. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube window and a cracked case near the display window corners were noted during the visual inspection. No moisture damage was noted in the battery tube. Moisture damage was noted on the display board.